Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert, no failed battery test alarm and no audio/vibrate anomaly/absence of alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alert when low battery. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump was rejected new battery. The device will not return for analysis.